Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The electrodes involved were returned to zoll medical corporation for evaluation. The electrodes were stuck together with no styrene liner in between them. Review of the electrodes did not find any anomalies. There was no evidence found during our testing that suggests the adhesive had weakened prior to removing the electrode from the packaging and applying on the patient. As expected, the adhesive foam was no longer found to be aggressive as it has now been exposed to air for an extended time period and was not applied to the styrene when returned to our facility. However, retained sample testing performed indicated that all 20 samples taken from the raw material lot passed the adhesive peel testing with no faults found. Based on our testing and the retained sampling, the electrodes were determined to be assembled according to specification. Analysis of reports of this type has not identified an increase in trend.